Event description:
The recent download from a (B) (6) male patient revealed several "charge profile fault" and "service code" (29) flags. Support contacted the patient and discussed exchanging the monitor. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor (B) (4) has been completed. The reported problem was confirmed. The cause of the reported problem was that the monitor had a defective capacitor c19. C19 was shorted. The monitor would not have treated if needed. The root cause of the defective c19 capacitor is unknown, but is likely random component failure. The monitor was repaired, retested a restocked. No adverse event resulted from the monitor failure. The patient received a replacement monitor.